Event description:
It was reported that on (B)(6) 2026, the patient sought medical attention due to nausea and fluctuating blood glucose (bg) levels despite consuming food. The patient stated that her bg readings on the dexcom g7 continuous glucose monitor (cgm) were not aligning with the actual values, which were later confirmed through blood-work to be approximately 166 mg/dl, compared with 42-59 mg/dl shown by the cgm. The patient further reported that both the pod and cgm were removed by the treating clinician. The patient was evaluated in the emergency room for approximately three hours and was diagnosed with hypoglycemia. She was referred to her primary diabetes provider, who applied a new pod and cgm. The patient successfully resumed therapy following this intervention. No additional treatment details were provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. However, the available information indicates that inaccurate glucose readings from the continuous glucose monitor were the primary cause of the event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.